Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: green substance (fluid ingress) in the power cables. The reported event of the controller¿s display screen being fuzzy and discolored was confirmed. The returned system controller, serial number (B)(4) was in used condition. Visual inspection revealed the power cables were kinked and there was a brown discoloration on the outer insulation. The system controller was connected to a test equipment, and it was confirmed that the lcd (liquid-crystal display) screen was unreadable. The confirmed issue with the screen did not prevent the system controller from operating a test pump. The system controller was disassembled, and further troubleshooting confirmed a compromised lcd screen. The screen was replaced, and the pump information was appropriately displayed. A specific root cause for the compromised lcd screen was not able to be determined. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook, rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev b) and the instructions for use (rev b) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller display screen was fuzzy and discolored. The controller was exchanged.